Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from rep reported that the patient and healthcare provider had decided to leave the battery implant and completely discharged. This had eliminated any adverse events. The patient was no longer experiencing tremor even with therapy off. There was no explanation for this. They would re-evaluate the plan if patient's symptoms return.

Manufacturer narrative:
Concomitant medical products: product ID a03888001, product type: recharger. Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A company representative reported a poor coupling with recharging. The patient was getting 4-6 boxes that would stay on for a few minutes and then either drop down by 2 boxes or go to no boxes. Rep repositioned antenna over the implantable neurostimulator (ins) ins but this did not resolve the report issue. It was indicated that the ins was slightly tilted. The ins was placed just 2 half week ago and may still have little swelling. They would send patient a spacer to try to use to grip the ins, incase ins was sliding under the antenna. The patient experienced hot and red skin from recharging occurred on time (B)(6) 2016 (within a week of implant). The indications for use for this patient were movement disorders

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.